Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio patch (device #1). An additional emdr was submitted to represent the bard/davol ventrio patch (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventrio patches on (B)(6) 2015 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventrio patches on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventrio mesh. Per operative notes, ¿the significant amount of omental adhesions to the anterior abdominal wall was taken down. The mesh from the previous repair was removed. An ventrio patch was placed behind the defect and anchored using sutures.¿ (note: the mesh implanted previously was unknown). On (B)(6) 2016 ¿ patient was diagnosed with infected hernia mesh, recurrent incisional hernia repair thereby underwent open repair with the removal of mesh. Per operative notes, ¿an ventrio patch was removed. The capsule of the mesh had a significant amount of chronic foreign body retraction was removed and small section of mesh was densely adherent to small bowel was not removed. A biological mesh was placed using sutures.¿ (note: there is no indication in the medical records provided that the patient was implanted with a ventrio mesh during this repair).

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10 this supplemental emdr represents the ventrio mesh (device #1). An additional supplemental emdr was submitted to represent the ventrio mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.